Event description:
It was reported that the anesthesia workstation generated a technical error code indicating pressure sensor error. There was no patient harm. Manufacturer's reference #: 918005.

Event description:
Manufacture's reference ID: (B)(4).

Manufacturer narrative:
The received logs show that there were issues on software version: 4.09.00 with deviating pressures on several occasions during the case. The data in the trend log reflects the recordings in the internal log. Initially, a successful system checkout (sco) was carried out, followed by several failed pressure transducer tests by the field service engineer (fse) when examining the flow-I during the hospital visit. We can confirm in the logs that there were difficulties to intermittently ventilate during cases. Apart from the many alarms such as, airway pressure sensor error and apl pressure exceeded. The fse successfully changed the fresh gas pressure transducer printed circuit boards (pcb) and performed a new sco without any issues. That can be confirmed in the provided logs. A long-term test was then performed on a test lung in our anaesthesia laboratory after receiving the pcb for further investigation. A successful system check-out was performed first, followed by over a week of testing with several successful scos without any problems. The reported issue could not be reproduced. We have not been able to determine the true cause of the issue. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure.

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 02/09/2021, corrected manufacturing date: 02/03/2021.

Event description:
Manufactures reference ID: (B)(4).